Event description:
Procedure type: lap gastric bypass. According to the reporter: the obturator did not fit inside cannula properly. This causes the knife blade to remain exposed. A new instrument was used to complete the procedure. No pt injury was reported. Us surgical reference #:. Date initial report sent: 05/06/2008.